Event description:
It was reported by service report that the bed up and down motions were not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty motion interrupt cable caused both end lifts stranded high.